Event description:
During an on-site visit, the lab reported receiving discrepant results between (B)(6)flu+sars on symptomatic patients when compared to pcr methods. The exact number of results and patient details were not available. Through further interview the customer stated they are not concerned with the results and the product is performing to expectations.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot . Root cause: insufficient information source: phone.